Event description:
Boston scientific/microvasive uromaxc 20 higher pressure ureteral balloon catheter 18 french, 10cm balloon extravasated fluid within walls of ureter during a cystoscopy. The catheter was to be used for dilatation for stent placement for treatment of a stone (passage). Surgeon found pinhole in distal aspect of catheter. Admitted for postoperative care, including broad spectrum antibiotics. No known injury to patient.